Event description:
It was reported that the nurse stated they have been getting an alert related to the water temperature being too cold in an arctic sun device. Event log shows alert 113 reduced water temperature control. Hypothermia cool patient targeted temperature (tt) was 33.5c, patient temperature (pt) was 31.9c, water temperature (wt) was 25.4c, water flow rate (wfr) was 0.4 l/m. Advised water flow rate (wfr) at or below 0.5 l/m causes the heater to shut off and noted they need to get the water flow rate (wfr) up to 0.7 l/m or higher. Walked through stop therapy, empty and disconnect pads. Reconnected using proper technique. Verified all lines straight with no bends or kinks. Device primed to water flow rate (wfr) 0.4 l/m. Had them stop therapy, empty and disconnect pads. Placed device in manual control at 3c with no pads connected. System diagnostics: outlet monitor temperature (t1) was 20.9c, outlet control temperature (t2) was 20.7c, inlet temperature (t3) was 21.2c, chiller temperature (t4) was 6.9c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 4, system hours were 3628.6, pump hours were 3426.1. Had them disable manual control and confirmed without pads, the device was working as designed. Advised to swap out to a new set of pads and call back if they have any additional issues. Discussed utilizing radiant warmer and blankets if not contraindicated in their protocol. These methods will assist with getting patient temperature closer to target temperature. Provided direct cell number for follow up if needed. Sn (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.